Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37651, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4); product ID: 37651, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the connector pin was loose and the recharger was not taking charge since the 16th of august. The recharger would not power up. They state the patient was feeling nauseous and can taste electricity in their tongue and they can't use the phone because they are shaking too bad and can't dial any phone numbers. They can't charge the implant because the recharger would not come on. No out of box failure was reported. No symptoms were reported. A replacement was sent to the patient. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37651. Serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the symptoms of nausea and shaking were due to the charger not working. The replacement of the desktop charger resolved the reported issue and the symptoms were now resolved.